Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the software version in use. The cause was not determined and technical support has not been able to provide a reason. No actions at this time, but patient was given multiple programs/group options. The rep spoke with the patient and they are getting adequate relief.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller saw pt for 1-month follow up on aug 20 and everything was fine. Pt called caller yesterday and wanted to turn stim down. Pt has 2 groups, dtm with closed loop (cl) and one legacy group. When pt tried to decrease their stim intensity of dtm cl group by pushing down arrow, the pt noted that their intensity went to 0 right away (from an intensity of 4.x or 5.x, caller wasn't sure). Caller had pt turn ns off, turned intensity back up and had her turn ns back on and tried turning intensity down one click again. Intensity then decreased to 3.2 with button press. Caller turned off ns again, turned up to level below perception and then turned ns on and left at that setting. Caller checked on setting again and it was as expected. Caller also checked with pt earlier today and intensity setting was as expected and pt getting good pain relief. Technical services (tss) asked caller if they thought pt was holding down the down arrow on the screen - caller didn't think so but wasn't seeing what the pt was doing (since they were working over the phone). Tss to check further with engineering as to why intensity may have decreased this dramatically. Tss left message with rep that per discussion with engineering, they suspect that neurosense (ns) is suppressing stimulation but that the stimulation intensity is being held at a specific value between the two thresholds and not actively suppressing stim. Because stim not actively being suppressed at the time the pt requests to decrease stim, it will allow the pt to decrease their intensity and when they do this the intensity could be much lower, including it decreasing to 0. Tss reviewed that if issue persists that pt's programming should be looked at and we could look more closely at data if needed around ns. On (B)(6) 2024 rep called and was actively with pt in session. Rep said the ns amplitude had been adjusting down below recovery threshold and staying suppressed after pt body arches. Rep said pt saw settings at 0 and 3.2 when the target amplitude was supposed to be higher. Therapy settings had also gone from 4.8 to 1.6(below recovery threshold without returning up after back arch). Rep mentioned the pt also froze on "neurosense adjusting therapy" window and the handset would not advance at least one time. During the call, rep had pt perform back arch on group b and therapy adjusted down as expected, but when the rep pressed the up arrow on the handset, the handset displayed "neurosense adjusting therapy," advanced off window, and then rep pressed up arrow again and saw therapy setting was at 1.6, well below recovery threshold of 4 when the pt was not performing any bodily motion. Rep said cycling was enabled. Rep reset the ecap on the call using the streaming menu and got reaction and recovery thresholds of 7 and 4. Rep adjusted reaction from 7 to 8 and said the pt felt stimulation when performing back arch and lying down. Rep also said they were setting p1 and p2 to 75% and 65% of target amplitude due to dtm. Tss discussed neurosense function in relation to dtm and suggested setting the target amplitude higher because neurosense should prevent overstimulation. Rep set the target amplitude to 90% on p1 and 80% on p2(closer to perception). Rep said the ecap seemed to be working better, but the pt felt therapy when arching back and lying down. Rep created a lying down group for the pt. Rep still saw body signal below recovery threshold line when pt was relaxed. Tss had rep adjust reaction threshold up, but saw the body signal remained suppressed below recovery. Rep had pt use handset and when pt made back arch, the therapy adjusted accordingly, but then when pt went to relax again, rep tried to adjust therapy and got "neurosense adjusting therapy"(as expected) but then pressed button to adjust therapy again and therapy was then set at 0.3 instead of at target amplitude. Tss had rep compile data report and emailed rep on case to have them send log files for this case. On (B)(6)2024 hcit called tech services and sent the log files via teams to agent to attach to this record. On (B)(6) 2024 upon further review, tss re-listened to call and gathered additional details. Rep said the amplitude in the neurosense group went from 4.8 (target) to 1.6 on the pt's handset when they pressed the down arrow. Then, rep said they got a message that said "neurosense adjusting stim" when they pressed the up arrow and then rep said they could not adjust therapy up unless they turned off neurosense and then adjusted therapy back up to 4.8. Rep connected to the ins with the tablet and turned cycling off. Rep set p1 at 4.2 and p2 at 3.2. Rep reported body signal stayed consistently below recovery threshold. Rep said the body signal was below 5 or 10, but when pt performed stressor (back arch), spike went above 40 something. Rep took p1 to 90% perception. Body signal still below recovery line at recovery and reaction at 7 and 4. Pt arched back and amplitude spiked and then was suppressed. Pt did not feel overstimulation. Amplitude then came back up. Body signal was still consistently lower than recovery threshold when at rest. Then rep increased the space between the reaction and recovery thresholds. Rep had pt lay down, and rep reported amplitude never dropped even though pt was feeling stimulation in the legs. Reaction was at 10 instead of 7. Rep changed reaction to 8 and then saw drop in amplitude when the pt lay down, but then amplitude returned to where the pt felt stimulation. Pt was laying down and the amplitude suppressed when the pt was arching back lying down, but then pt felt therapy when relaxing from back arch lying. Rep said they had the "noise reduction" set to low. Had the pt arch back and then pressed down button and got "neurosense adjusting" message, but the rep had pt start to relax and then pressed down button and amplitude was at 0.3. When speaking in reference to previous implants, rep said: "everyone I have done so far they still feel increased stim when they change positions. I have only done 5-6." Tss spoke with rep. Pt has great coverage with their stim but pt still has issue trying to decrease their group b stim (daytime group). Intensity will reduce to really low levels at times. Rep sent images from aug 30 programming session and tss forwarded to engineering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.